Event description:
Device 1 of 2 reference MFR.report#: 3006705815-2019-00190. It was reported the patient was not getting ample pain relief due to leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the leads were repositioned. Patient now has effective therapy.